Event description:
It was reported that the patient experienced a perforation following implant of the pacemaker system that was related to the ventricular lead (unknown model). Two days later, the patient underwent an additional procedure to adjust the lead during which it was observed that the seal ring of the ventricular screw on the pacemaker was damaged, and the ventricular jack had gone out during rotation. The pacemaker was subsequently explanted and replaced without complication. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted the right ventricular set screw was sitting in the seal plug and there were also holes in the atrial and rv seal plugs. It was observed that the setscrews operated normally. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of the device indicated the observed damage was induced by the user.

Event description:
It was reported that the patient experienced a perforation following implant of the pacemaker system that was related to the ventricular lead (unknown model). Two days later, the patient underwent an additional procedure to adjust the lead during which it was observed that the seal ring of the ventricular screw on the pacemaker was damaged, and the ventricular jack had gone out during rotation. The pacemaker was subsequently explanted and replaced without complication. No additional adverse patient effects were reported. The pacemaker is expected to be returned for analysis.